Event description:
The reporter stated that she got an er1 message from her surestep meter while performing a blood glucose test. She discontinued using the meter because she thought it was broken. There was no allegation of harm.